Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A sample was received for evaluation. A complete investigation was performed. A visual inspection was conducted to the quality inspection standard. The visual inspection identified epoxy spill-over on the barrel trident. No cannula was present in the syringe assembly. There was an absence of epoxy in the syringe barrel scallop and cannula post. There was insufficient epoxy in the syringe barrel scallop and cannula post to permit medication draw. A heparin vial was included with the sample. The cannula of the syringe barrel was lodged in the vial. The cannula was removed from the vial to verify the presence of epoxy. There was no evidence of epoxy on the cannula. Epoxy spillover from the barrel scallop may occur during manufacturing. This can occur if the machine stops during the adhesive application process causing the adhesive to drip on the cannula. It may also occur if the syringe barrel is not straight, causing the adhesive to be misplaced or if there is air in the adhesive dispensing system causing a bubble. Control mechanisms are in place to prevent the occurrence and acceptance of needle detach during the syringe assembly processes. The manufacturing plant maintains material verification processes. The cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard certification stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The production associate measures the barrel wall thickness on a periodic basis. The syringe assembly machine is equipped with a vision system that looks for missing, inverted, double, and bent or canted cannula to ensure that they are within specific limits. The vision systems also inspected for the adhesive presence to ensure sufficient adhesive has been dispensed into the scallop hole of the molded barrel. Syringe assemblies identified with insufficient adhesive are ejected from the syringe assembly machine. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent damage to the cannula. During manufacturing, associates test product for needle straightness and needle retention to verify that the needle is not bent or canted, is within the specification tolerance and will not detach from the syringe. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that she was drawing up heparin from a vial, as she was pulling the needle out of the vial, the needle stayed in the vial and was detached from hub of syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.